Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product was available. (B)(4).

Event description:
This case was reported by a lawyer via a legal claim and described the occurrence of zinc toxicity in a male patient who used super poligrip original denture adhesive cream as a denture adhesive. A physician or other health care professional has not verified this report. Co-suspect product included fixodent. In 1985, the patient began using super poligrip original. In 1996 this was discontinued and the patient began using fixodent. On an unknown date, the patient experienced zinc toxicity and extensive nerve damage resulting in symptoms that include numbness, tingling, burning and pain in his hands, arms, leg and feet, muscle weakness, dizziness, nausea, difficulty walking and balance problems. Fixodent was discontinued in 2010. According to the claim, the events were profound and permanent. Follow up information was received on (B)(6) 2011 via medical records. On (B)(6) 2003, the patient was referred for evaluation of his complaints of muscle spasms and joint and muscle pains. The patient's joint and muscle pains had been going on for the past two years (since 2001), but had progressively worsened. Over the last two to three months, his symptoms had become very severe. The patient was diagnosed with polymyositis. On (B)(6) 2007, the patient brought up the issue of disability. He noted that he had not been able to work for some time. According to the physician, the patient appeared to be completely and totally disabled and was not suitable for any type of work. The physician "completely supported" his petition for disability. On (B)(6) 2009, the patient had some dysphagia due to polymyositis. On (B)(6) 2009, it was noted the patient had a ten year history of polymyositis. On (B)(6) 2009, the patient was seeking approval for ivig therapy, which he had received numerous times since his original diagnosis. A previous electromyogram (emg) and nerve conduction studies were positive for inflammatory muscle disease, polymyositis. A muscle biopsy in the past, did not demonstrate inflammation. The patient had failed standard medical therapy, including immunosuppressants such as methotrexate and prednisone. On (B)(6) 2010, the patient was seen in follow up for polymyositis, rheumatoid arthritis, and vertigo. The patient complained of continued weakness and difficulty walking, but remained stable with his current regime. On (B)(6) 2010, the patient was seen for follow up in the neurology clinic. The patient was last seen on (B)(6) 2009 by neurology and had undergone blood work including zinc, copper, vitamin e, and vitamin b12 to rule out vitamin deficiency and myeloneuropathy as a component of the patient's current symptoms, which were all within normal limits. The patient reported worsening weakness involving his shoulders and hips. The patient currently received ivig once per month, 210 grams over three days. He reported improvement after one week from receiving therapy, which lasted two weeks. He reported his pain had improved and was able to walk up ramps and his balance had improved. On (B)(6) 2011, the patient's zinc level was 287 mcg/dl (normal 70 to 150). This case has been upgraded to medically serious by gsk.